Event description:
It was reported that the patients ipg was defective. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded. Additional information was received that the patients ipg was no longer holding a charge.

Event description:
It was reported that the patients ipg was defective. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.